Manufacturer narrative:
The device was returned for analysis and has been evaluated. The complaint indicated that the cat7 fractured at the proximal location near the hub. It was also noted that a hole was noticed on the cat7 prior to use. Evaluation of the returned device confirmed the fracture near the proximal end; however, could not confirm a hole on the catheter. Evaluation revealed signs of torquing at the fractured location. If the device is torqued against resistance during use, damage such as a fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. It is likely that the initial damage noticed on the device worsened to a fracture, when it was continued to be used. Further evaluation revealed kinks and ovalizations on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and femoral veins using an indigo system aspiration catheter 7 (cat7), and an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), a non-penumbra sheath, and a guidewire. During the procedure, it was reported that the cat7 fractured at the proximal location near the hub. It was also reported that a hole was noticed on the cat7. Therefore, the cat7 was removed. The procedure was completed with a new cat7. There was no report of an adverse effect to the patient.